Manufacturer narrative:
B3. Only the year of the reported event date is valid. Exact date of the observation was unknown/not available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during control angiography it was realized that there was fish mouthing deformation. The pipeline was not used off-label and the pipeline was prepared as indicated in the IFU. There were no patient symptoms or complications associated with the event. The angiographic result post procedure showed no complication. The patient was undergoing treatment of an aneurysm in the acom. The aneurysm was unruptured. Additional information received reported the cause of the fishmouthing was not determined. No additional action or interventions were taken or planned to address the pipeline fishmouth.